Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump was selected at the max 25 units and recorded on the device properly. There was no hum, click or audio/beep anomaly during testing and the insulin pump passed the self-test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 413 mg/dl. Customer treated their high blood glucose with manual injections. Customer believed the insulin pump did not function properly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.